Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and passed all release criteria. The physician released the closure device from the core wire of the wds. After the closure device was released, it immediately shifted more proximal. Transesophageal echocardiogram (tee) imaging showed that the closure device had a large shoulder, so the physician made the decision to retrieve the closure device and remove it from the patient. The physician successfully retrieved the closure device with forceps before it came lose and mobilized into the left ventricle. After several attempts the physician was finally able to grasp the closure device again and fully remove it from the patient. There were no complications that occurred as a result of this event. The patient did not receive a closure device at this time and is expected to make a full recovery from his event.